Event description:
It was reported the system had locked up, but the indicator light remained on and it continued to beep. There was no unintentional radiation, and functionality was recovered by rebooting the system. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The customer canceled the service call.